Event description:
It was reported that a patient experienced high capture threshold on their right atrial lead on (B)(6) 2021. The lead was explanted and replaced. No other information was provided.

Event description:
New information notes that the patient was recovering post-procedure.